Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on june 15,2021, it was found that the endoscopic image of the subject device was not displayed and the cable of the subject device was broken and the subject device leaked. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the cable of the subject device was broken due to water immersion from the cable. Omsc surmised that the water immersion of the cable occurred due to aging degradation for a long period of use.